Event description:
It was reported that after a da vinci si partial lobectomy procedure, while the patient was in recovery, the patient's blood pressure dropped. The drop in blood pressure was due to significant bleeding. The patient underwent emergency open surgery and the clip attached to the pulmonary artery was found to have come off. It was believed that the clipped tissue may have been sustained damage due to previous cancer treatment which included radiation exposure. The patient was provided an unknown amount of blood and the surgical staff attempted to control the bleeding without success. The patient expired.

Manufacturer narrative:
This investigation is currently ongoing. Isi has made several attempts to gain additional information concerning the reported event, however, no additional information has been provided. If additional information is received a follow-up MDR will be sent to the FDA.